Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The caller reported that the patient received blood glucose results of 400 mg/dl and "hi mg/dl". The patient went to the hospital. The hospital treated the patient with an insulin IV. The blood glucose results obtained at the hospital were not provided. The patient was hospitalized for 4 days.